Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided images was performed and found in image 1 the device with one t inside the needle and the suture outside. The actuator is in the pre t1 position. Image 2 shows the suture in the hand of the surgeon with only one implant attached to it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification, found a material certification of analysis is required with each lot. A clinical evaluation states that the t anchor implants are implantable, so biocompatibility is not an issue. The patient impact beyond local irritation/discomfort, and/or migration cannot be determined. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, the polymer of the fast-fix detached from the ultrabaid after the first shot and remained lodged in the capsule. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.